Manufacturer narrative:
(B)(4). The involved device is currently being evaluated by baxter. A supplemental will be submitted once the evaluation is complete.

Event description:
It was reported that a device alarmed for a system error 105. There was no pt injury reported.